Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Reported problem of syringe size not detected was duplicated during syringe detection test. Syringe plunger sensor failed to detect syringe due to broken chip on plunger printed circuit board. Replaced plunger assembly kit with plunger printed circuit board.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device "does not recognize the syringe". There was unknown patient involvement.